Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a rash after the surgery. The patient stated that the device was difficult to inflate and deflate. The patient was encouraged to contact his physician. The ipp still implanted. No further patient complications reported.